Manufacturer narrative:
Upon investigation of calibration data, calibration signals for one calibrator level were found to be slightly lower than expected. Quality controls values were within specified ranges. A review of the alarm trace revealed an abnormal aspiration alarm occurring around the time of the event on (B)(6) 2017. Pictures of the involved sample clearly showed a low sample volume. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku. Initial reporter phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for (B)(6) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The sample was sent to the customer from an external laboratory. The sample initially resulted as (B)(6) and this value was reported outside of the laboratory back to the external laboratory. The external laboratory contacted the customer since one sample from the patient was tested with pcr and resulted as "(B)(6)." The complained sample was then repeated on (B)(6) 2017, resulting as (B)(6). The sample was also repeated on a different e170 analyzer on (b)(46) 2017 after re-centrifugation, resulting as (B)(6). The customer considered the (B)(6) result to be correct. No adverse events were alleged to have occurred with the patient. The (B)(6) reagent lot number was 219064. The reagent expiration date was asked for, but not provided. Upon review of the alarm trace, some sample aspiration alarms were seen close to the time of the initial sample measurement. The field service engineer ran performance testing and this was within expectations.